Manufacturer narrative:
(B)(4). The pump was returned to animas and investigation was performed on (B)(4) 2011. The meter was not returned with the pump. During evaluation a 10 unit bolus dose was performed successfully using a test meter and was accurately recorded in the pump history. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both recorded in the pump history. The pump history revealed a 13.4 unit bolus observed on (B)(6) 2011. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the boluses given from her meter remote are not showing up in her pump history, total daily dose, or pump download. She stated that on (B)(6) 2011, the pump showed only a bolus for lunch but the patient reportedly did bolus for breakfast and supper.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.